Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 96% efficiency. As the device performed according to specification during the investigation, a definitive root cause could not be determined. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending return of pump for further analysis. Details on volume discrepancies and patient effects have been requested. Internal complaint #: complaint (B)(4).

Event description:
Agent reported a prometra ii pump explant due to alleged volume discrepancies. The patient reportedly had two volume discrepancies prior to the explant, dates, medication in pump and discrepancies unknown. Physician also had issues aspirating from the cap. On (B)(6) 2020, the patient was in the or for a catheter replacement/revision. The physician wanted to ensure the entire system was functioning properly. A bolus was programmed on the back table and no bead was observed at the pump stem. A second bolus was programmed and no bead was observed. The physician decided to explant and replace the entire system.